Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign materials were not able to be identified. It is likely reprocessing could not be completed due to leakage from packing in the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a circle in the image. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube, the air/water cylinder, and the bending section cover adhesive. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the image had a stain due to dirt on the objective lens. In addition to the foreign material found in the air/water tube, the air/water cylinder, and the bending section cover adhesive, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing and damage on the channel tube; the air/water cylinder and the suction cylinder had no color; the indication on the grip was unclear; the scope connector case unit was scratched; the insulation resistance value at the distal end did not meet the standard value due to the adhesive peeling on the bending section cover; the objective lens and the light guide lens were cracked; the connecting tube had a buckling; and the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer added that the reported event occured during a gastroscopy procedure. The procedure was completed with no delay using the reported device. The device was inspected before the procedure and no anomalies were detected.

Manufacturer narrative:
Customer notes that the device was properly reprocessed according to the IFU prior to sending it in for evaluation. This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b3, b5, and h10.